Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, a tubing leak at cylinder junction occurred.

Manufacturer narrative:
One cylinder was received for evaluation. Examination and testing of the returned component revealed a separation in the apex of the cylinder. Testing revealed this to be a site of leakage. The separation appears to have a central groove, indicating contact with sharp instrumentation such as a needle. A group of striations were noted on the exhaust tube of the cylinder, indicating contact with unshod instrumentation. Testing revealed these not to be sites of leakage. Because these components were released according to manufacturing and quality control procedures, quality concluded that the observed instrument separation in apex of the cylinder occurred subsequent to the device packaging being opened. Additionally, quality concluded that the small separation could allow for slow fluid loss. Quality concluded that the separation most likely occurred inadvertently during the implant procedure. Additionally, the product development engineer manager examined the returned component and confirmed the observed instrument damage. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time.